Event description:
Adverse event(s): "blurry distance vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he had good visual acuity at near, but could not see in the distance. The consumer reported his vision was supposed to be targeted for distance. During a telephone conversation with the surgeon's technician, she stated the surgeon was unwilling to complete the questionnaire because he stated, the event was not related to the iol, but an error of biometry.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/28/2010, 05/04/2010, and 05/10/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).